Event description:
Diagnosed with both bladder and prostate cancer. Have been using recalled philips bipap machine for many years now. Notified company through recall website as soon as recall was announced, but even after calling them many times over the last year, they can not give me any time frame for a replacement device. As I have severe central sleep apnea, I cannot go without using the device. I am now concerned the use of their effected units may have contributed to both of my cancer diagnosis's. Also have other medical issues that may have been caused or exacerbated by use of the effected device, such as atrial fibrillation. FDA safety report ID # (B)(4).